Manufacturer narrative:
The device was not returned for evaluation; therefore, the reported event was found to be inconclusive. The lot number is unknown; therefore, a device history record could not be reviewed. The labeling was not reviewed as the product number is unknown; therefore, there are no instructions for use for this product. Although the product family is unknown, the bardex ic product ifus were found to be adequate based on past reviews. (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient allegedly contracted a uti after a sudden decrease in urine output. As a result, the nurses irrigated the catheter to assess for clogging. Additional information has been requested but not yet received.